Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the patient stated that on an unreported date in 2011, he made a mistake/touch contamination which resulted in peritonitis on (B)(6) 2011. The patient was hospitalized for the peritonitis on (B)(6) 2011. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome of the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d26079, h11e23040, h11f08064, and h11f24053. No exceptions were observed that were related to the reported condition. This issue is confirmed, because the patient reported a breach in aseptic technique which is a use error that can cause peritonitis. There is not enough information to determine the cause of the use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.